Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for aspartate aminotransferase (ast) on a cobas 8000 c 702 module compared to the vitros method. The initial result from the c702 module was 16.2 u/l. The sample was repeated on the same module with a result of 14.5 u/l. The sample was tested by the vitros method and the result was 42 u/l. No questionable results were reported outside of the laboratory. The c702 module serial number was (B)(4).

Manufacturer narrative:
This patient sample had an initial total bilirubin result from the c702 module of 9.4 umol/l accompanied by a proz flag. This invalidating flag suggests the patient sample was affected by gammopathy. The reaction monitor for the total bilirubin result was abnormal. No abnormalities were observed during a review of the reaction monitor for ast and there were no flags accompanying the results. The investigation determined the event was consistent with a gammopathy interference in the patient sample affecting the roche results. Product labeling states: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." The investigation did not identify a product problem. The cause of the event could not be determined.